Manufacturer narrative:
The device has not been returned to the manufacturer.

Event description:
A medtronic representative reported that the l4 level was perfect accuracy. The l5 level was not accurate. He re-registered the instrument two times. Surgeon aborted use of navigation, he alleged that the navigated screwdriver was not accurate. He decided to use live fluoroscopy to finish the case. There was no reported injury to the patient.